Event description:
It was reported that the customer experienced a blood glucose (bg) level of 523 mg/dl and moderate ketones. The customer alleged that the pump was not delivering insulin. Reportedly, the customer continued to use the pump for insulin therapy.